Event description:
It has been reported to the co that this device leaked during prep. Reportedly upon inflating the balloon it immediately deflated. There was no pt involvement. The device is being returned for the co's analysis.